Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reports, intellicuff intermittently comes up with 'intellicuff leak' and they have tried it on a known working test consumables and still come up with a intermittent intellicuff leak alarm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.